Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's personal diabetes manager (pdm) was hot to the touch, and the heat caused the outer case to melt. The heat caused the pdm to not hold a charge and the display screen was dimming and becoming increasingly difficult to read.

Manufacturer narrative:
In the case description, the user mentioned that the pdm was getting hot while charging and the battery would not hold the charge. They also mentioned that the display would get very dim. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge. The pdm was not felt to get hot during charging. The pdm was able to charge to 100%, turn on, and boot up with no issues. Inspection of the android log files found no evidence of the pdm getting hot. The battery temperature information in the log files showed that the battery temperature remained within the operating temperature while charging. The android logs showed no useful information in determining the status of the battery as the logs showed that the pdm was constantly plugged in during the last week of use. The battery life of the pdm could not be accurately assessed based on logs. A battery life test was performed where an unused pod was paired with the pdm and used under typical use conditions for 48 hours and the battery life monitored. The pdm battery was able to last for the 48 hours required by the product requirement specifications. No evidence of increased battery drain or power sensitivity issues were observed during the test. The battery was found to function as intended. During the investigation, no issues were observed with the pdm display. The pdm successfully passed the lcd and touch adb tests and was always readable during the investigation.